Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that difficulty removal and deflation slow occurred. The target lesion was located in the distal left main coronary artery to proximal left anterior descending artery. A synergy drug-eluting stent was advanced for treatment. However, upon withdrawal, the device was stuck and difficulty removal was encountered. It was noted that the balloon did not deflate all the way. Different techniques were performed before device was completely removed. No patient complications reported and the patient remained hemodynamically stable.